Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed during the same procedure. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during intraocular lens (iol) implantation, the haptic was found to be defective. The lens was inserted and removed during the same procedure. The delay was clinically significant. No sutures or incision enlargement was necessary. The patient was left aphakic, awaiting the arrival of the new iol for implantation at a later date. No further information was provided.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes device evaluation: the pictures provided by the customer were evaluated. No suspect product was received. The photographs displayed the original folding carton label and the lens inside the patient's eye. A haptic was observed to be detached. Due to no product received, no further evaluation could be performed. The complaint issue "haptic detached" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes date returned to manufacturer: nov 24, 2025 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection of the complaint device revealed that the cartridge tip was damaged. Ophthalmic viscosurgical device (ovd) was observed inside the cartridge and inside the lens module, indicating that an excessive amount of ovd may have been used. The plunger rod was inspected, and it was observed to be damaged. The lens module and handpiece were inspected and no damage was observed. The lens was visually inspected revealing that the lens was coated in viscoelastic residue. The lens was cleaned and inspected, and one haptic was detached. Dimensional inspection was performed on the remaining haptic confirming that the haptic width and haptic thickness were manufactured within specification. No further issues were identified. The complaint issue "haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.